Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during anephrectomy, the clips didn't close or were malformed. Another device was used to complete the procedure. No patient consequence.